Event description:
On 1/30/95 we learned from the hospital that the ventilator stopped cycling while on a pt. We were also told by the hospital that the pt was bagged and switched to another ventilator w/o any injury.